Event description:
It was reported that the patients system wasn¿t working. It was not turned on at the time of the report because the patient didn¿t like it. The patient claimed that the stimulation felt like a burning pain in their leg when it was on. There were no further details about the issue. The patient was going to be getting an MRI, and the MRI was not related to the device. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).